Event description:
Shortly after insertion, the physician reported that the wire controlling movement of the tip was broken. Manufacturer response (as per reporter) for tenaculum forceps, da vinci smost likely broke under tensile loading